Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening) and inflammatory response. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information from (B)(6) legal litigation in reference to a ds2adv auto CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, asthma (new or worsening) and inflammatory response. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, dust contamination was observed. There were 31 error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Section-h has been updated.